Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: review of the black box data revealed evidence of unexplained power on reset event beginning (B)(6) 2017. The threads of the returned battery cap were noted to be damaged. On investigation, the pump intermittently powered on using the returned battery cap. A test cap was placed on the pump and was not able to fully tighten. A battery compartment crack was observed in the thread area extending down to the case seal. Additionally, the battery compartment threads were damaged. The pump powered on with the test cap in place and the pump was exercised for 24 hours without any interruption in power or call service alarms. Leak testing revealed moisture ingress into the battery compartment at the site of the battery compartment crack. There was no evidence of moisture in the pump¿s interior compartment. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.